Manufacturer narrative:
This complaint was originally reported under report number 1125782-2014-00001. The wrong year was used in error. The correct number is 1125872-2015-00001. One device was returned for evaluation. The returned item was inspected visually and the defect that was reported did not compromise the sterility of the device. The complaint is unconfirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The dist reported a defect in the packaging. This was identified during their initial inspection of rec'd prod. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: one device was returned for eval. The eval is on going. A f/u report will be submitted when the eval is complete.